Event description:
Complainant alleged that during biomed testing, the device displayed "pacer fault 115" and "defib fault 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical australia; the malfunction was observed and the pace/defib engine (pd) board was replaced. The device was recertified and returned to the customer. The pace/defib engine (pd) board was returned to zoll medical united states; the customer's report was duplicated and attributed to a relay on the pd engine board. Analysis for reports of this type has not identified an increase in trend.